Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-08531 and 2134265-2013-08550. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. After crossing the atlantis sr pro² imaging catheter to the lesion, they attempted to perform pullback. However, it was noted that the motor drive unit was unable to perform automatic pullback. Re-setting was done outside of the patient's body but the issue could not be resolved. The procedure was completed with a non-bsc catheter. No complications were reported and the patient's status is good.